Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The following sections have been updated: b4, g3, g6 h2, and h11. Additional information was provided which states the physician did not attribute the gi bleed to the cp.

Event description:
It was reported that a patient implanted with an impella cp experienced a gastrointestinal bleed. The patient is in stable condition and impella support continues.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b: added explant date.